Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 110 mg/dl. The customer stated can't fill the tubing because of keypad unresponsive. The customer insulin pump is iw and advised that we would replaced it.

Manufacturer narrative:
All of the buttons functioning properly, no damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. However, the insulin was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.